Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the cutter device cutting tip was broken suddenly. It was not reported if there was a delay in the surgical procedure; however, it was reported that a spare device was available for use. It was reported that the surgery was successfully completed. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
During supplier investigation, it was determined that the possible root causes for the reported failure were the following: defective handpiece used with the cutter. Excessive tightening of the cutter on the handpiece. High force applied during operation. The material of the part was too weak (this cannot be verified once the product is broken in two). The supplier investigation further determined that it was difficult to draw the conclusion by analyzing just the device itself, as its behavior is highly dependent of the electro/mechanical supply provided by the ¿chain¿ piezoelectric system (ultrasonic generator) + the handpiece. It was determined that such breakage might have been caused by worn out handpiece; however, the handpiece (as well as the torque wrench) used during the operation would be needed to be able to achieve the conclusion. Therefore, although the reported condition was confirmed, the assignable root cause is still undetermined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause could not be determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.